Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed to audibly alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Additional information: h4 - manufacture date. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found: reservoir gasket is worn out and a faded line cord. The device also has an outdated quick connect, printed circuit board (pcb), and power switch. Functional testing could not duplicate or confirm the reported complaint. No root cause could be identified. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.d4 - UDI number.